Event description:
It is reported that the patient's insulin pump has an unresponsive keypad due to physical damage. Patient's blood glucose level is unknown. Trouble shooting was conducted. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.